Event description:
It is reported that a customer experienced high blood glucose of 838 mg/dl. The customer was treated for the high blood glucose with a 3.4 units of insulin. The customer's blood glucose went down to 57 and stared having the shakes. The customer was advised to contact their health care provider the next time they have high blood glucose. The customer was assisted with getting her pump settings to program their replacement pump which they received. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.